Event description:
It was reported that the pulse generator battery was overdischarged; stimulation therapy had not been used for approximately one year. The patient had experienced a burn from a curling iron appliance and had been advised by the physician to turn stimulation therapy off until the area healed. Telemetry from the pulse generator was attempted by the field staff with the programmer. When no communication was established, the patient received instruction in the physician mode recharge process (trickle charge), to complete at home. Subsequent reprogramming was anticipated. There was no patient injury reported. Additional information has been requested from the physician.